Event description:
It was reported that while using the bd saf-t-intima¿ IV catheter safety system the needle failed to retract and the clinician suffered a needle stick injury. The following information was provided by the initial reporter: verbatim: a blood exposure accident (bea) occurred to one of our nurses, who pricked himself with a catheter that had failed to retract, causing the needle to bend completely and come out of the protection system.

Manufacturer narrative:
Correction: imdrf annex a grid: a0510.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that while using the bd saf-t-intima¿ IV catheter safety system the needle failed to retract and the clinician suffered a needle stick injury. The following information was provided by the initial reporter: verbatim: a blood exposure accident (bea) occurred to one of our nurses, who pricked himself with a catheter that had failed to retract, causing the needle to bend completely and come out of the protection system.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd saf-t-intima¿ IV catheter safety system the needle failed to retract and the clinician suffered a needle stick injury. The following information was provided by the initial reporter: verbatim: a blood exposure accident (bea) occurred to one of our nurses, who pricked himself with a catheter that had failed to retract, causing the needle to bend completely and come out of the protection system.